Event description:
Baxter (B)(4) received a report that an infusor had leaked from the fillport during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4).evaluation summary:baxter received one sample containing fluid in the reservoir. The reported condition of a leak was confirmed. Visual examination noted leakage (backflow) at the fill-port when the fill-port cap was removed. Subsequent examination revealed the root cause of the leak was a 0.8-mm particle of glass trapped beneath the check band. The glass fragment was introduced into the fluid pathway during fill without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. (B)(4)

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.